Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to clogging of nozzle,the air supply volume and water supply volume did not meet the standard value, and the water removal ability did not meet the standard value. The additional evaluation findings were as follows: due to wear of the angle wire, the play of upward/downward angulation control knob was out of the standard value and bending angle in up direction did not meet the standard value, the adhesive on the bending section cover had a white-clouded area, the protector of universal cord on control section side had a scratch, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a defective air/water supply. The issue was found during a diagnostic procedure. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.